Manufacturer narrative:
Additional information received by smiths medical on 23-jun-2020 that there was no patient involvement. Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem in that the pump "double beeps" by running the pump with customer's returned program. Investigator?s visually inspected the pump's event history logs which showed "power down pump turned on and no disposable" alarm messages after no disposable attached. Further investigation found signs off fluid ingression pump by chassis base of the downstream occlusion sensor. The investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: (B)(6).

Event description:
It was reported that a smiths medical cadd legacy pump 6400 has a double beep alarm. No adverse patient effects were reported.